Manufacturer narrative:
An event of "aortic disc did not deploy fully", "the device was difficult to place as the device slipped when crossing the pda", and "device was re-sheathed and re-deployed with a deformed appearance" was reported. The investigation confirmed the device met functional specifications when analyzed at abbott. There were some bent nitinol wires on both the distal and proximal ends of the device, consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a pda was measured to 4mm at the pa end and an 8/6mm amplatzer duct occluder was selected for implant in a child with a 6f amplatzer delivery system. The aortic disc did not deploy fully, and the device was difficult to place, slipping across the pda. The device was re-sheathed and re-deployed deformed. The ado was removed from the patient and exchanged for an 8/6mm lifetech cera pda occluder, which was used to complete the procedure. The patient remained stable throughout the procedure and was discharged.

Manufacturer narrative:
Events of ¿the aortic disc did not deploy fully and the device was difficult to place¿ were reported. The results of the investigation are inconclusive since the device was not returned for analysis, however four photos were received for analysis. Based solely on the aforementioned photos, the photos appeared to show an occluder exiting the distal tip of a delivery system attached to a delivery cable under fluoroscopy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a pda was measured to 4mm at the pa end and an 8/6mm amplatzer duct occluder was selected for implant with a 6f amplatzer delivery system. The pda measured 4mm at the pa end of the ductus in this 4kg 3.5 month old infant. The aortic disc did not deploy fully and the device was difficult to place as the device slipped when crossing the pda. The device was re-sheathed and re-deployed with a deformed appearance. The ado was removed from the patient and exchanged for an 8/6mm lifetech cera pda occluder, which was used to complete the procedure. The patient remained stable throughout the procedure and was discharged.